Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 1000 mg/dl at the time of incident. The customer's current blood glucose is 274 mg/dl. The customer was treated with intravenous drip in the hospital. The customer did not experienced symptoms of high blood glucose value. Based on customer report customer was alleging the insulin pump was under delivering because after delivering boluses blood glucose value remained the same. The customer stated that the drive support cap appears to be normal. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the air bubbles were present close to the cannula. The insulin pump will not be returned for analysis.